Event description:
It was reported that the patient presented at the emergency room. Review of transmission revealed that the implantable cardioverter defibrillator performed shocks due noise oversensing by the right ventricular lead (rv lead). It was also noted that the rv lead exhibited low defibrillation impedance, failure to capture, and potential charging problem due to over current detection. The reported lead was capped and replaced on (B)(6) 2023. The patient is recovering from procedure.